Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been having vomiting and nausea for 1-2 months prior to this report. The patient was taken to the emergency room on (B)(6) 2012. The patient underwent scope tests and the patient did not have tumors or ulcers but did have a bilateral hernia. The patient was given medication for nausea and ulcers. It was noted that the gastrointestinal doctor felt the patient's stomach issues were due to the pump. It was reported that the patient "never really had therapeutic effect. In the beginning she did get some relief but now it does not seem to be helping at all." The patient's back hurt so much that she did not get up much and it was thought that the pain was more muscular rather than the pain from her spine. It was noted that the patient's pump was being increased by the pain pump doctor "with the hopes of getting to a level that could assist the patient's pain control." The pain pump health care professional (hcp) was asked if the pump could cause the patient's stomach issues but the hcp did not think so because "the medication does not go through the patient's system like that." It was also reported that the patient had an x-ray about 2-3 weeks ago and everything looked the same as it did when the pump was implanted. It was noted that the patient fell to her knees about 1-1.5 months ago. It was also noted that when the patient took oral morphine she "never had issues with nausea." It was later reported that the patient had nausea, swollen legs, and edema in her legs and feet. The pain hcp did not believe that the pump was causing any problems. The patient's dosage was increased and the patient was instructed to call of her nausea increased. The patient's primary care physician was going to strip the veins in the patient's legs. As of july 6, 2012 the patient had not called back complaining of any increased nausea. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).